Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test. The reservoir twisted in properly into the reservoir tube threads. The pump had broken battery tube threads, cracked reservoir tube and cracked battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and cracks on the reservoir compartment of the insulin pump. The customer's blood glucose reading was 415 mg/dl. The customer treated the high readings with manual injection. The customer stated that the top of the reservoir has grounded away over time and has gotten to the point where the reservoir is not holding down into place. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.